Event description:
The event is reported as: the customer alleges that during an intubation attempt with the MRI laryngoscope; the light failed and the patient was intubated without light. The battery will work intermittently. No report of patient injury or harm.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.